Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device. When the device is received and evaluated, those conclusions will be the subject of the f/u report.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal end of a vapr suction electrode broke off into the pt's joint space. The fragment was removed from the body and the procedure was completed successfully without further issue or harm to the pt.